Event description:
A 57 yr old male underwent elective colonoscopy of 08/27/1998 to rule out colon cancer. Sudden respiratory arrest approx. 1 hr after procedure. Expired. During procedure, endoscopist suspected perforation of cecum. Post procedure abdomen and chest films confirmed air in mediastinum. Autopsy revealed that only the cecum was distended w/air. (Adhesions noted) eventually, as the cecum filled to capacity w/ air, the tip of the denver shunt perforated the wall of the cecum. Initially, fecal material filled tip of denver shunt. At some point following the end of the procedure, the patient either moved, coughed or both, which disloged the fecal plug from the tip of the shunt. The shunt then acted as a conduit for the air embolus to enter the patient's superior vena cava and pulmonary artery, resulting in sudden death from an air embolus.